Manufacturer narrative:
Previously reported: the manufacturer received information alleging a ventilators screen is shattered. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed active exhalation verification. It was also found that the device hoses were contaminated with saline solution. The device was cleaned and repaired. Several parts replaced to resolve, display, housing, blower assembly and flow sensor. Device passed final testing.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilators screen is shattered. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.